Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated at philips, but the reported symptom could not be duplicated and no trouble was found with the device. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.